Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited no pacing output, low impedance, and contained a fracture near the connector. The lead was capped and replaced. No patient complications have been reported as a result of this event.